Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer had a failed self-test alarm on the insulin pump. The mother also reported the insulin pump was repeatedly turning off. The customer also had to manually input their blood glucose into the insulin pump. Customer's blood glucose was unknown. Troubleshooting found the alarm did not occur during the rewind/prime sequence. The mother also stated the correct bolus amount was recorded in the bolus history during the troubleshoot. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.